Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
A consumer reported that while she was drawing up her insulin using a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31gx5/16", the needle separated from the hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 6109974. Customer states that the needle has separated from the hub as she was drawing her insulin. The returned syringe was examined and exhibited a detached cannula. The sample was examined under the microscope and under uv light and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause: the probable root causes for this issue are: misadjustment of the adhesive nozzle; flow on adhesive nozzle is set too high. DHR: defect: fm internal, cat. #: 328418, batch#: 6109974. Device history record review ¿ a review of the device history record was completed for batch# 6109974. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications initiated for the above referenced batch.